Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) had been high 450-500 mg/dl and insulin injections were used to address the bg level. The contact declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion. The contact believed that the pump was "not working."